Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A device service history cannot be performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Assisted (B)(6), on ways to view data set transferred to 8015 pcu. Informed their pharmacist ((B)(6)), that she can generate a report in systems manager that will gather the serial numbers from devices with the data set on them. Also, mentioned the devices have to be turned on in order to receive the data set. Interaction record ((B)(4)).